Event description:
A customer reported to beckman coulter (bec) hat there was a diluent leak of approximately 10 ul near the blood sampling valve (bsv) of the coulter hmx cap pierce hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and face protection at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the stabilyse line from the peltier module to the blood sampling valve (bsv) was leaking around the fitted end of the tubing. The fse replaced the stabilyse line, resolving the leak. Upon verification, the fse discovered the conductivity cv% was recovering high which was corrected by replacing the radio-frequency (rf) vacuum tube. While on site, the customer pointed out to the fse that the neutrophils have been recovering high on the quality control (qc) material through the last 2 lot numbers. The fse replaced the sample line from the bsv to the mixing chamber. However, neutrophils continued to recover on the high side of the means. The fse replaced the video capture system (vcs) processor circuit card, correcting the issue. Following the parts replacement, the system performance was validated. The customer was contacted by phone on (B)(4) 2013, and they reported that they no longer had issues with high neutrophils recovery on qc. Multiple failure modes were identified: one failure mode was related to the tubing at pv27. A second failure mode was related to tubing from the stabilyse to the peltier module. A third failure mode was related to the rf vacuum tube. A fourth failure mode was associated with the vcs processor card. (B)(4).